Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-75434.

Event description:
The customer's husband reported via telephone call that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. The blood glucose reading at the time of admission was 480 mg/dl. The customer was wearing the insulin pump at the time of the event and it was removed at the hospital. The customer was treated with a saline drip and an insulin drip and released three days later. The caller declined troubleshooting for high blood glucose. The insulin pump was not returned or replaced.